Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 7 atmospheres upon the second inflation. The device was simply removed and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal balloon bond and extending approximately 13mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device.

Event description:
It was reported that the balloon ruptured. The target lesion area was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 7 atmospheres upon the second inflation. The device was simply removed and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure. It was further reported that the target lesion area has 99% stenosis and was located in a moderately tortuous and severely calcified vessel. At the second inflation. The balloon was inflated for 2 seconds before it ruptured.

Event description:
It was reported that the balloon ruptured. The target lesion area was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 7 atmospheres upon the second inflation. The device was simply removed and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure. It was further reported that the target lesion area has 99% stenosis and was located in a moderately tortuous and severely calcified vessel. At the second inflation. The balloon was inflated for 2 seconds before it ruptured.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).